Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: it was reported that 50ml syringe, bd plastipack 50ml luer lock syringes ref (B)(4). They look like they are greasy inside and leave greasy marks on the inside of the syringes when moved. It does not appear to be isolated to one batch of syringes, we have discovered issues with bn (B)(4), (B)(4), (B)(4) and (B)(4). The issue was found inside our chemotherapy isolator during manufacture of a product